Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from monitor case, damaging wires and preventing the monitor from connecting to an electrode belt. This resulted in the reported service code 204. The root cause for the broken connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement monitor.